Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was unable to be confirmed during an operational check. The log was reviewed and error codes related to the proximal flow sensor were found. Err_prox_press_railed means a proximal flow sensor failed. Err_drift_prox_pressure_too_high means the proximal pressure sensor has drifted so much that the device cannot adjust for it. An internal inspection of the machine revealed no abnormalities. It is believed that a temporary malfunction of the proximal pressure sensor caused the machine to detect pressure exceeding the specified level, triggering the "ventilator inspection required" alarm. The device's sensor board was replaced to address the issue.